Manufacturer narrative:
The device will not be returned as it was discarded by the customer. The cause of the vasospasm cannot be reliably determined; however, based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during mechanical thrombectomy procedure with the solitaire device, patient experience vasospasm and ¿intraarterial nimodipine 2 mg.(vasospasm)¿ was performed. It was reported that the patient was admitted to the treating hospital for an acute ischemic stroke with a pre-procedure nihss of 18. The subject had a pre-procedural mtici score of 0 and underwent mechanical thrombectomy procedure with the solitaire stent. It was reported that after final pass with the solitaire device, we found that the left insular branch of mca was still occluded with suspected vasospasm. The tici 2b was observed. Then, infused intra-arterial nimodipine, after that the insular branch was complete recanalized. Tici 3 was observed. The vasospasm maybe occurred after retrieved the stent or anytime during thrombectomy. The subject had a 24-hour post procedure nihss of 15. The patient has atrial fibrillation (af), ht. After thrombectomy, patient, she has improved power motor with mild aphasia with CT showed hemorrhagic transformation at left basal ganglia. After 2 weeks from thrombectomy, the warfarin was prescribed. The discharge mrs score was updated to 4. The discharge nihss score was changed to 5.